Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with sepsis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis with subsequent sepsis was not determined, the culture result of staphylococcus haemolyticus suggests a breach in aseptic technique. S. Haemolyticus is one of the coagulase-negative staphylococci (cons) that inhabit the skin as a commensal. It is increasingly implicated in opportunistic infections in immunocompromised patients, particularly in hospitalized patients and those with medical implants worldwide. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this patient was not feeling well on (B)(6) 2026 after completing pd treatment utilizing the liberty select cycler. The patient was rushed to the hospital. The patient was discharged from the hospital to a rehabilitation (rehab) facility. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was transported to the hospital on (B)(6) 2026 via emergency medical services (ems) due to experiencing abdominal cramping and poor appetite. It is unknown what time the patient was brought to the hospital. The patient was admitted to the hospital with a diagnosis of atrial fibrillation (a-fib) and sepsis caused by peritonitis. Pd cultures were obtained. The patient was admitted to the intensive care unit (ICU) for sepsis and a-fib. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 2g every 4 days for 2 weeks (last dose (B)(6) 2026), intravenous (IV) fluid (unspecified), amiodarone (dose unknown), norepinephrine (dose unknown), and unsuccessful attempts at cardioversion 3 times. The pd cultures were positive for staphylococcus haemolyticus. The patient was discharged on (B)(6) 2026 to a rehabilitation facility. The hospitalization was not related to any fresenius products. The cause of the peritonitis has not been determined as the patient remains in the rehab facility. The patient reported clear fluids, and no fever was documented in the patient hub. Only a poor appetite and abdominal pain for 2 days prior to the hospital admission were reported.